Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated and the reported event was confirmed. Visual inspection found the liner to be in decent overall condition. No notable damage was observed on the barb or outer radius. The rim is gouged or indented. Multiple scallops along the elevated portion of the liner are indented as if coming in contact with the shell during attempts at implantation. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the e1 liner would not assemble with g7 acetabular shell. This surgery was finished with backup product. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.